Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 258 mg/dl. The customer changed the cartridge, infusion tubing and site. A correction bolus was to be delivered to address the high bg level.